Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27286 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27286.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced limb ischemia as the patient only had a right posterior tib pulse in the impella leg. The legs were cool and the right foot started to become dusky. The limb ischemia improved with manipulation of the angle of insertion but it was still present. The patient was noted to have worsening multiple organ dysfunction syndrome. Maximal impella support eventually progressed and could not increase beyond p5. The patient was deemed not to be a candidate for additional mechanical circulatory support in patient discussions and continued support was no longer wanted by the patient. The patient became non-pulsatile and progressed to asystole and expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿